Manufacturer narrative:
(B)(4). The customer returned one opened arterial catheterization kit. The catheter was not returned. Signs of use in the form of biological material were observed on the guidewire. Visual analysis revealed that the core wire had separated from the coil wire adjacent to the distal weld. Two kinks were observed on the core wire. After dimensional analysis, the guide tube adapter hub was removed from the guidewire tube. Microscopic examination revealed damage in the distal opening of the guide tube adapter hub. The kinks in the guidewire were located 11 mm and 23 mm from the distal end. The overall length of the guidewire measured 4 9/16", which is within the specification limits of 4 7/16" - 4 11/16" per guidewire/handle assembly product drawing. The guidewire outer diameter measured 0.390 mm, which is within the specification limits of 0.381 mm 0 0.404 mm per guidewire product drawing. Functional testing could not be performed due to the severity of the damage on the returned guidewire. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user, "warning: to reduce the risk of guidewire damage, do not r etract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of a damaged guidewire was confirmed by investigation of the returned sample. Visual analysis revealed that the core wire had separated from the coil wire adjacent to the distal weld. Two kinks were observed on the core wire. Functional testing could not be performed due to the severity of the damage found on the returned guidewire; however, evidence of damage was observed to the guide tube adapter hub component. Manufacturing was consulted as a part of this complaint investigation and further investigation is needed to evaluate the damage to the guide tube adapter hub and its potential impact on guidewire integrity. Based on these circumstances, manufacturing likely caused or contributed to the reported event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "a defect in the guidewire was found during pre-use testing in the ICU." There was no patient involvement.

Event description:
It was reported "a defect in the guidewire was found during pre-use testing in the ICU." There was no patient involvement.

Manufacturer narrative:
(B)(4).